Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 17152768, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that following an ipg replacement procedure (MFR. Report number: 3006630150-2019-07031), the patient developed an infection at the ipg site. The patient was hospitalized and was placed on antibiotics. It was noted that the patients infection was not device related. The patient underwent an explant procedure and was doing well postoperatively.